Event description:
It was reported that during a laparoscopic ovarian resection procedure, the tissue pad was detached off outside the patient. An error 5 was also displayed. No pieces were left inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient. The customer disposed of the device, no device will be returning.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.